Manufacturer narrative:
Additional concomitant medical products: 5076-58 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right atrial (ra) lead exhibited a loss of capture, high impedance, and oversensing and noise with isometric maneuvers. A lead fracture was suspected. The lead was programmed off, and remains implanted. No patient complications have been reported as a result of this event.